Manufacturer narrative:
Complaint investigation will be performed. Note: lot, expiration, UDI, manufacture date and PMA number have been left blank as this MDR is being submitted on the basis that abbott realtime sars-cov-2 amplification reagent kit (list 9n77-90) is similar to the abbott realtime sars-cov-2 amplification reagent kit (list 9n77-95) sold in the united states. Ticket does not reference a us list 9n77-95 lot number.

Event description:
Customer reported a patient sample that generated a positive result when run on the realtime sars-cov-2 assay and a not detected result when run on the seegene assay. Log file review indicates that the patient in question was run on (B)(6) 2020, and had an internal control cycle threshold of 19:41 and a target cycle threshold of 31.35. Patient result generated a not detected result on seegene. The customer trusted the seegene result because the realtime graph curve was strange. The realtime positive result was reported to the corresponding department of the hospital, which resulted in the management of the patient's labor and delivery to be more complicated. This incident is being reported to FDA because the incident occurred in (B)(6) using the realtime sars-cov-2 assay, list number 9n77-90, which is the same/ similar to the realtime sars-cov-2 assay, list number 9n77-95, which received FDA eua approval.

Manufacturer narrative:
Investigation into this complaint included a customer data review, a quality data review, and a complaint history review. The results of the investigation are summarized as follows: customer data review: a review of the customer result log files was performed. The run was valid, met all assay specification requirements, and no error codes or flags were displayed for the controls. There is no indication that the abbott realtime sars-cov-2 amplification kit (list 09n77-90) lot 505662 is performing outside of established design performance specifications. Quality data review: the device history records (DHR) review for abbott realtime sars-cov-2 amplification kit (list 09n77-90) lot 505662 and its components was performed. The review did not identify any issues which could result in the reported complaints during the production or the release testing for lot 505662. The CAPA review for abbott realtime sars-cov-2 amplification kit (list 09n77-90) lot 505662 and its components was performed and did not identify any internal or post-production use issues related to these lot numbers and the reported complaint. Complaint history review: complaint history review did not identify any additional complaints related to the reported issue for the abbott realtime sars-cov-2 amplification kit (list 09n77-90) lot 505662. Based on the results of the investigation elements, a product deficiency for the abbott realtime sars-cov-2 amplification kit (list 09n77-90) lot 505662 was not identified.